Event description:
It was reported that during preparation to a recanalization procedure, the device allegedly made an abnormal sound. It was further reported that the catheter tip allegedly got separated. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us but is similar to the crosser cto recanalization catheters that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters are identified in d2 and g4. Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 14s crosser cto recanalization catheter was returned for evaluation. During the visual evaluation, a circumferential break was noted to the outer catheter approximately 0.5cm below the distal tip, but catheter still attached to the inner core wire. Material separation was also noted between the outer catheter and distal tip. Therefore, the investigation is confirmed for the material separation and break issue. However, the investigation is inconclusive for the abnormal noise issue as functional testing could not be performed due to the condition of the device. A definitive root cause for the reported abnormal noise, material separation issue and identified break issue could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the crosser cto recanalization catheters that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters are identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 03/2023).

Event description:
It was reported that during preparation to a recanalization procedure, the device allegedly made an abnormal sound. It was further reported that the catheter tip allegedly separated. The procedure was completed using another device. There was no patient contact.